Manufacturer narrative:
The customer's meter (serial number (B)(4)) and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter, serial number (B)(4) compared to another roche coaguchek xs meter, serial number (B)(4), and a laboratory result using a recombiplastin reagent.at 9:46 am the meter ((B)(4)) result was >8.0 inr. At 9:58 am the laboratory result was 3.99 inr.at 10:56 am the result taken using another roche meter ((B)(4)) was 4.3 inr.the patient's therapeutic range is 2.5-3.5 inr.